Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep in switzerland that during an unknown surgery on (B)(6) 2022, it was observed that two 4.9mm healx adv sp biocomposite anchor ce devices broke when the surgeon malleted the tip/dilator. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the dilatator was broken; therefore, this complaint can be confirmed. No anomalies were found in the tip. The threader tab was nor received along with the device. A manufacturing record evaluation was performed for the finished device lot number: 8l06039, and no nonconformances were identified. Based on the condition of the device, the possible root cause can be associated excessive force when inserted using the mallet could have resulted damage. However, it cannot be conclusively affirmed. As per IFU, use a mallet to insert the dilator and anchor tip into bone, stopping as the first anchor thread enters bone. Inserting the awl less than the specified depth, axial misalignment, or levering with the anchor upon insertion, may result in anchor fracture. Also, it is important to do not to apply a bending force to the inserter, this can damage the anchor or inserter tip. When hard bone is encountered, it is recommended to use an awl, drill, or similar instrument to create a pilot hole in bone prior to anchor insertion. If insertion is attempted without a pilot hole and the anchor cannot be advanced into bone, the device should be discarded. The user should then create a pilot hole and insert a new device. In hard bone, it may be necessary to create a pilot hole in bone using an instrument such as an awl or drill prior to anchor insertion. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot that was released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.